Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device did not correctly display the patient's body temperature, so the user discontinued use.

Event description:
It was reported that the device did not correctly display the patient's body temperature, so the user discontinued use.

Manufacturer narrative:
The reported issue (it was reported that once using the device, the patients' body temperature was not displayed correctly on the monitor, so the user discontinued usage) was confirmed. During visual inspection a broken thermistor wire to 0.125¿ from the bifurcation area was noted. No manufacturing deficiencies were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Visually inspect the product for any imperfections or surface deterioration prior to use."